Manufacturer narrative:
Depuy spine has requested return of the device for eval. A f/u medwatch report will be filled upon receipt of the device and completion of the eval.

Manufacturer narrative:
The broken needle is not available for evaluation. The difficulty was attributed to the setting time of the cement contained within the confidence kit. Review of the device history records the kit and its bone cement found no discrepancies. No definitive conclusions can be made at this time. Temperature and cement mixing and delivery time requirements must be closely followed. The IFU states that the product is temperature and time sensitive. Any increase or decrease from the recommended 68f/20c will affect handling characteristics and setting time. At this time, the complaint is considered to be closed. Device not available for evaluation.

Event description:
International distributor reports that a 1.5 cm section of the introducer needle broke off in the pt's vertebra during vertebroplasty due to hardening of the cement. The broken portion of the needle remains embedded in cement in the pt. As an unintended portion of the device remains in the pt, this medwatch is being filed to document the event.